Manufacturer narrative:
E1: (B)(6). As reported, during preparation of the 8x060 smart control self-expanding stent (ses, it was observed that a standard wire could not cross through the wire lumen of the stent delivery system. The product was never used in a patient, as the issue occurred during the preparation phase when the guidewire was to be threaded through the stent catheter¿s wire lumen. There was no reported injury to the patient. The issue was observed during normal preparation and prior to clinical use. The device was stored and opened in a sterile field. The user was trained in using the device. The device was returned for evaluation. A non-sterile pkg assy 8x060 smart vas 80cm device associated with the reported complaint was received and examined. The tuning dial was observed to be correctly assembled to the inner shaft tube. The deployment lever was in the manufacturing position, and the locking pin was in the unlocked position. The flushing valve and catheter tip were both present. The stent was in the manufacturing (loaded) position and exhibited no abnormal conditions. A separation of the catheter shaft was identified approximately 80 cm from the distal tip. Functional analysis was performed using a corresponding cordis laboratory guidewire, during which no friction or resistance was observed upon insertion through the device. High-magnification examination of the separation interface revealed elongation patterns consistent with the application of excessive tensile forces. The reported ¿guidewire lumen (inner shaft) obstructed¿ was not observed during analysis of the returned device a laboratory guidewire was successfully advanced through the device without resistance or obstruction. In addition, visual inspection confirmed that the tuning dial was properly assembled, the deployment lever remained in the manufacturing position, and the locking mechanism functioned as intended. The stent was observed to be in the loaded position with no abnormalities, and all key components, including the flushing valve and catheter tip, were present. Therefore, the exact cause of the reported issue could not be determined. Additionally, a ¿stent delivery system (sds) separated¿ condition was observed upon receipt of the device for decontamination. This separation was located approximately 80 cm from the distal tip. High-magnification analysis of the separation interface identified elongation patterns consistent with tensile overstress. However, this condition was not described in the original event report. Based on the absence of any reported separation at the time of use, along with the observed characteristics of the separation, it is possible that the damage occurred after use, during shipping, handling, or other post-use processes. According to the instructions for use, which is not intended as a mitigation of risk, ¿preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with heparinized saline using a 3-cc syringe to expel air. Continue to flush until heparinized saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20-cc syringe to expel air. Continue to flush until heparinized saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Stent deployment procedure: 1. Insertion of introducer sheath or guiding catheter and guidewire a. Gain access at the appropriate site utilizing the appropriate accessory equipment compatible with the stent delivery system. B. Insert an .035¿ (0.89 mm) guidewire of an appropriate length through the introducer sheath or guide catheter. A. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during preparation of the 8x060 smart control self-expanding stent (ses, it was observed that a standard wire could not cross through the wire lumen of the stent delivery system. The product was never used in a patient, as the issue occurred during the preparation phase when the guidewire was to be threaded through the stent catheter¿s wire lumen. There was no reported injury to the patient. The issue was observed during normal preparation and prior to clinical use. The device was stored and opened in a sterile field. The user was trained in using the device. The device will not be returned for evaluation.